Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak from reagent probe b due to a faulty t-valve on the reagent syringe assembly. The fse replaced the t-valve to resolve the issue. The fse verified instrument operation. (B)(4).

Event description:
The customer reported a contained leak under the reagent probe of a unicel dxc 600 pro synchron system. Prior to discovering the leak under the reagent probe, the customer performed a quality control run and all cartridge chemistry (cc) were out of range. The customer was wearing personal protective equipment consisting of gloves and eye protection at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.